Event description:
It was reported that the catheter was in use for five days, when it was decided to remove it. During attempted removal, the physician met resistance and the catheter separated at a point 3-4cm from the distal tip. The indwelling piece of catheter was surgically removed. There were no additional pt complications.